Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom that the unit would not recognize a closed door was reproduced and confirmed through evaluation. This condition was determined to have been caused by loose link screws. The link screws were replaced.

Event description:
It was reported a spectrum pump would not recognize a closed door. Any patient involvement, injury or medical intervention is unknown.